Event description:
It was reported that the lead's helix was extended with twenty-four turns at pre-operation lead inspection. The physician suspected that there were too many turns to extend. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies found.